Manufacturer narrative:
Lot history record review: the catalog number and lot number were not reported. A ship history was conducted on all of the product that was shipped from 1/1/2007 to 6/4/2007. The ship history showed the following lots had been sent. The sub assembly lot history records for the incoming received lot listed above were reviewed for any abnormalities that may contributed to the cause of the complaint. Nothing known to have contributed to the complained was observed. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the catheter was returned in one piece but had been cut. The wire was not returned for evaluation. No kinks were present on the catheter. The catheter is cut at the 15cm mark. A stock guidewire was interfaced with the catheter without difficulty. While trying to remove the wire from a coiled catheter difficulty was observed. The catheter became bunched up on the wire. Conclusion: the reported complaint of a kink in the catheter is unconfirmed, during the evaluation no kinks were observed on the catheter. However, during the evaluation we have confirmed difficulty removing the guidewire. During the evaluation of the returned samples, we observed the catheter bunching up when trying to remove the guidewire. The type of this complaint appears to be design related. Angiodynamics has been made aware of this type of complaint and has opened up corrective action to address this issue. A review of the manufacturing records for the possible lots indicated that all of the device specification and quality requirements were satisfied. This type of complaint will be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Kink in catheter when pulling the wire out of the PICC (after putting PICC in patient).